Event description:
Note: no patient involvement. It was reported to boston scientific corporation that an injection gold probe bipolar electrohemostasis catheter was used during a procedure performed in 2009. According to the complainant, during preparation, the needle failed to retract back into the catheter when tested. The procedure was completed with another injection gold probe bipolar electrohemostasis catheter with no further complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.